Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that after a software update, their device only worked in english, however, german is the main language. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to a configuration mismatch between the lifenet server and the device during the software update.

Event description:
The customer contacted stryker to report that after a software update, their device only worked in english; however, german is the main language. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.